Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. During visual inspection, it was discovered at the injection site that the tubing was separated from the sit. A short simulated therapy was unsuccessfully performed. The tubing separated during the fill cycle and caused leakage and a system error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon conclusion of the investigation, the reported issue was verified, but the cause could not be determined. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer discovered a fluid leak by the blue injection port of a patient line. The customer stated they noticed that the patient line had come off in the injection port section of the line. The patient was given antibiotics prophylactically. There was no patient injury associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date of birth was not reported; however, it was reported that the patient was born in 1999. Should additional relevant information become available, a supplemental report will be submitted.